Manufacturer narrative:
The customer provided stryker with all the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave a "shock advised" message during a patient event. They confirmed that the patient had a pulse and did not have a shockable rhythm. As a result of the incorrect shock advisory, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device gave a "shock advised" message during a patient event. They confirmed that the patient had a pulse and did not have a shockable rhythm. As a result of the incorrect shock advisory, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer received a replacement device. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.